Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the evis exera iii video system center is displaying an e315 incompatible scope error. The issue was found during an unknown procedure. It was initially reported that the original scope worked as intended prior to this use. The customer tried to remedy the issue by using another scope, but the same error appeared. The customer remedied the displayed error by power cycling the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was provided: the error resolved and did not reoccur. There was no patient adverse event. The error prolonged the procedure by a few minutes while changing out the scope. However, there were no additional medications or monitoring required as a result of the event.